Event description:
Customer reports to have low blood glucose. Customer states she woke up with blood glucose of 48 mg/dl which she treats with glucose tabs. Customer's blood glucose at the time of call was 290 mg/dl. Customer states she removed sensor which is the reason she is going low. Customer declined troubleshoot due to her being a sensitive diabetic who often goes high and low. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.